Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that customer experiencing low blood glucose. Customer blood glucose was in the range between 45 mg/dl to 48 mg/dl. It was unknown whether the customer was using auto mode feature at the time of event. No further complications were reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned insulin pump for alleged high blood glucose/under delivery found on (B)(6) 2022. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of (B)(6), 2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 46.5 u. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the insulin pump case noted. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for the insulin pump under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.